Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: blurry image the reported event, blurry image, was not be reproduced. It is likely the event occurred temporarily due to a leak/fluid invasion while the user was handling the device. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Event 2: dirty objective lens it is likely the foreign material/dirt remained in the device because reprocessing steps were not fully performed at the user facility due to the leak found in the auxiliary water channel. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope entire image was blurry. The subject cannot be recognized, and image does not return. The event occurred during an unspecified procedure. The procedure was completed, scope sent to be cleaned and sent out. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of entire image blurry was not confirmed. In addition, the auxiliary channel at distal end had a leak. The plastic distal end cover was chipped causing low insulation. The objective lens was dirty. The light guide had chips and a minor crack. The insertion tube had minor scratches. There was a dark spot on image due to chipped objective lens. There was a halo due to lack of objective lens glue. The bending angle was reduced due to elongation of the angle wire. The play of the angulation knob was out of specification due to elongation of the angle wire. The light guide tube had minor scratches. There was fluid invasion of the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.